Event description:
During a pulmonary vein isolation procedure, a clot was noted on the tip of the catheter. During ablation, the temperature repeatedly rose reaching 39 degrees, causing ablation to be interrupted each time. The physician observed that a clot had formed at the tip of the catheter. The irrigation flow rate of the catheter was increased up to 40 ml/min, but the issue persisted. The catheter was replaced to resolve the issue, and the patient remained stable throughout with no consequences.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The device met specifications during temperature testing and flow rate testing. In addition, electrode 1 and the tip thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.